Event description:
During the coil embolization of an aneurysm located in the anterior communicating (a-com) artery, as the physician advanced the stent system into the microcatheter, he felt "strong" resistance. While removing the stent system, the stent deployed at the hub of the microcatheter. The procedure was completed with another stent.

Event description:
During the coil embolization of an aneurysm located in the anterior communicating (a-com) artery, as the physician advanced the stent system into the microcatheter, he felt "strong" resistance. While removing the stent system, the stent deployed at the hub of the microcatheter. The procedure was completed with another stent.

Manufacturer narrative:
The device has been disposed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was disposed of at the hospital. Based on the investigation and the information provided, the most probable root cause is related to procedural factors that caused the performance of the device to be limited.